Manufacturer narrative:
Results: evaluation of the returned unit did not confirm the reported issue of power. The unit has power when the unit is powered with batteries. When the unit is tested for voice message only, the unit's voice message does not play repeatedly; it only plays once. When the unit is tested for voice and tone, the unit only plays the voice message; the unit does not play the selected tone. The unit passed all other functional testing. (B)(4).

Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply. No visible damage reported. Customer discovered issue during set-up, but did not provide a date when found. No patient incident or injury was reported.